Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose over 350 mg/dl, but less than 500 mg/dl with polyuria and polydipsia associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient used a cartridge from a different box, the loss of prime had occurred multiple times with at least 3 separate cartridges from 2 separate boxes and occurred with more than one cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2017 with the following findings: a review of the black box showed a loss of prime warning associated with a low non-zero force and insulin deliveries were resumed. A replace cartridge alarm was recorded and followed by an auto off alarm and deliveries were resumed. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of prime warnings occurred. The force sensor was within specifications. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).